Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tni) results from a single patient sample that were generated by the unicel dxi 800 access instrument. A customer indicated that a patient sample was tested for accu tni and the result of 0.53 ng/ml was obtained. The patient sample was re-tested for accu tni; the result was 3.04 ng/ml. The customer tested the patient sample for accu tni on another instrument in their lab; the results were 1.26 ng/ml and 0.65 ng/ml. The patient sample was re-centrifuged and then re-tested for accu tni on this instrument. The accu tni result was 0.03 ng/ml. Based on available information, accu tni result obtained for this patient before this event was below the ami cut-off valued of 0.50 ng/ml. The customer did not receive any report of patient injury, requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Investigation summary (post event): qc was within specifications before and after the event. The customer runs qc every 24 hours. The sample was collected in 13x100, lithium heparin tube with gel separators. The specimen was sampled from the primary tube. A field service engineer was dispatched to the customer lab on 05/27/06. The fse performed field diagnostics and qc testing; the results were within specifications. The fse verified that the instrument was operating per established procedures. The fse inspected the patient's samples and noted that they were short draws with cells present on top of gel. The customer was re-trained in regards to pre-analytical sample handling. Although sample integrity may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.